Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. The device had moisture damage on motor, vibrator, keypad, and battery tube assembly. Displacement, rewind, basic occlusion, occlusion, excessive no delivery, and prime tests were not performed due to blank display. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, she was having issues with the insulin pump due to blank display. He didn't know his blood glucose level. Troubleshooting was performed and anomaly persisted. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.